Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a failed motor test and exhibited error code 41622-1003. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and no alarms were found. Functional testing was performed, and the reported issue was confirmed. The motor does not run and the unit alarms error code 41622-1003. Debris was found in the motor gears and identified to be the cause of the issue. The gears were cleaned.